Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise leading to two inappropriately stored episodes. It was noted that the episodes occurred shortly after implant. Boston scientific technical services (ts) was consulted and discussed that the noise pattern may be related to a damaged seal plug. Since secondary vector was programmed, ts recommended reprogramming the s-ICD to primary vector for a certain time. The field representative noted that the patient did not present to the clinic for reprogramming as scheduled, but the noise resolved on its own. The s-ICD and electrode remain in service and no adverse patient effects were reported.